Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient has lost over 70 pounds which cause the implantable pulse generator (ipg) became superficial and was uncomfortable. The patient underwent a procedure were the ipg was explanted. Patient was fully programmed and doing well post operatively. The explanted device will not be return as it was disposed per facility.